Manufacturer narrative:
The device was returned for analysis. The reported guide separation was confirmed. Entrapment of the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, femoral imaging was not performed. It should be noted that the perclose proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral using a proglide device after an electrophysiology interventional procedure using a 4f sheath. No femoral angiogram was taken. Reportedly, when attempting to remove the device, there was difficulty. The device was advanced and retracted to see if it would help. The device was turned and twisted in order to facilitate removing it but was unsuccessful. The guide and sheath separated. Surgery was performed to remove the separated device sheath. Angiography was utilized during surgical removal to confirm no foreign object was left in the anatomy. Hemostasis was achieved via surgical suturing. No additional information was provided.